Event description:
It was reported that during the filling of a folfusor sv2.5 with nacl, the coil cap was damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be a manufacturing issue. In order to address this issue, awareness training was given to the appropriate personnel in the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. Visual inspection of the returned unit confirmed the reported issue. A circular crack located at the top area of the lavender coiled cap was observed. Should additional relevant information become available, a follow-up medwatch will be submitted.